Event description:
Information was received from a patient regarding an unknown patient. It was reported that their healthcare provider told them that another patient they saw was having issues with their implantable neurostimulator turning off. No further information was received regarding patient identity or outcome.